Event description:
The customer reported that on 11/25/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. Six days later the pt came to the hosp for another procedure showing signs of an infection in the right groin. An I&d was done and the pt was put on antibiotics. Culture results showed a staph aureus infection.